Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited intermittent right ventricular (rv) pacing impedance measurements of greater than 2000 ohms. No noise was noted on the lead and other lead measurements were within normal limits. A lead fracture was noted, but not confirmed. A surgical revision was performed and the lead was explanted and replaced. No additional adverse patient effects were reported. This device remains in service.